Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
Information received by medtronic indicated that battery cap popped off and it didn't stay in any longer. The customer stated that the piece was missing and the top of the battery compartment popped off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.